Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "powerloc max needles breaking on the tubing near the hub." No other information was provided. A specific number of affected devices was not provided by the complainant.